Manufacturer narrative:
This report (MDR 3006524618-2017-00273) was reported an error and its a duplicate of (MDR 3006524618-2017-00269). Please cancel the initial submission of the med watch report for this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure parts of the tip on the ambient hipvac wand fell off. The detached part was successfully removed from the joint. No delay. No patient injury.